Event description:
A biorci-ha screw was used to complete fixation of a bone-tendon-bone graft in an acl repair. Due to failure procedure was completed using an achilles tendon graft. The original screw was removed and replaced with a new screw.